Manufacturer narrative:
Upon completion of the investigation a follow up report will be submitted.

Event description:
Physician did a surgery on a pt about a year ago for an inguinal hernia repair. The pt is back at the hosp with severe abdominal pain. Four months ago, an exploratory laparotomy showed no evidence of mesh being rejected.